Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the right femoral artery. The target lesion was located in the 80% stenosed, mildly tortuous proximal to mid left anterior descending (lad) artery. Upon the first inflation to 14 atm the 2.0x30mm apex otw balloon ruptured. The balloon was removed without complication. A 2.25x16mm promus element stent was then advanced but was unable to cross the lesion. The patient was taken to cvor for bypass operation. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).